Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
Customer reported receiving several motor error alarms that occur during a bolus. The blood glucose reading was 110 mg/dl. Customer stated that the bolus delivery does not complete. He stated that the insulin pump had been dropped, but not hard. He stated that the insulin pump had not been exposed to a strong magnetic field. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.